Event description:
A patient who was implanted with perigee graft in 2006, experienced mild sui not present prior to surgery. Additional information received on 11/02/2009 stated that the sui is still continuing.